Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4)

Event description:
The customer reported while using the avea ventilator, the unit displays circuit occlusion and ext high ppeak (extended high peak pressure) alarms. The issue occurred during patient use in adult mode. The customer reported the suspect device stopped ventilating and the safety valve opened. The customer reported a continuous audible alarm was present and the patient was placed on another known good unit. There is no report of patient consequence or harm associated with the event.